Event description:
It was reported that a posey bed canopy model 8000 had a broken zipper, no specific location provided. No pt injury reported. Inspection shows that there is damage to the canopy which could potentially cause or contribute to a serious pt injury.

Manufacturer narrative:
Eval codes results - (other) the carnopy's large front window has a zipper slider missing. The red zipper retaining box the tape is cut. Small end window has a small hole in the netting. Backside of the canopy the mattress envelope has a small hole on the bottom of the nylon. Small end window the tape/vinyl has 2 inch of broken stitches and a small hole in the netting. MFR reference # 2009-00086/93459.